Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was found with a red tag as broken. Upon inspection, it was found that the unit was displaying 240.4150 error code failed pressure sensors. The pressure sensors were replaced and verified issue was resolved. All tests passed and the device was set aside for preventive maintenance completion. There was no patient involvement. Although requested, no further information was made available to date.